Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional regarding a patient who was implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that impedances were not in range. Entire system was explanted and was not replaced on (B)(6) 2017. No further complications were reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
In this manufacturer's report (MFR) # 3004209178-2018-14191, it was reported that impedances were not in range and the patient had their system explanted. It was corrected by the healthcare provider that there were no impedance issues and the system explant was previously reported. Additional review indicates the information related to the system explant pertains to MFR # 3004209178-2017-09837; any additional information related to the system explant will be reported under this MFR. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that there was no impedance issue. No further complications were reported/anticipated.